Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed and noted the balloon to be unfolded. Saline solution was present within the balloon which indicates the device had been subjected to positive pressure. Blood was identified on the outside of the balloon. The returned device was attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to rated burst pressure of 12 atmospheres with no leaks or drop in pressure noted. The procedure was repeated on three more occasions and on each occasion the balloon maintained pressure with no leaks noted. A visual and microscopic examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. The blades were intact and fully bonded to the balloon surface. Multiple kinks were noted along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rapture occurred. A 10/3.25 flextome¿ cutting balloon¿ was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rapture occurred. A 10/3.25 flextome¿ cutting balloon¿ was used to dilate the lesion. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications reported.